Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The device was interrogated during a device check and a red screen was displayed. The local representative was able to proceed with a normal follow-up. Ts was informed that a da error was identified on the report. Ts explained that the device experienced a da error which occurred due to a bit flip in the active device firmware image in memory. When a firmware reset occurs, the device emits beeping tones during the reset. Temporary performance anomalies may occur until the error is detected and corrected upon completion of the hourly cyclic redundancy check (crc).